Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the pump delivered insulin at ¿inappropriate times¿. Although requested by tandem technical support (cts), pump logs were not uploaded for cts review. The customer continued to use the pump along with manual insulin injections for insulin therapy. There was no reported impact to customer¿s blood glucose.